Manufacturer narrative:
(B)(4). Sample availability is unknown at the time of this report. A visual, dimensional, and functional inspection of the device involved in this complaint could not be conducted since the device was not received yet at our facility. No pictures have been received for evaluation of the alleged defect reported. Based on the lot 634167 provided for which the DHR resides at arlington heights facility, the nuevo laredo lot numbers for component 12228 were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint during the manufacture of the material. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation and determine the source of alleged defect reported it is necessary to evaluate the sample involved on this complaint. If the device sample becomes available at a later date this report will be updated.

Event description:
Customer complaint alleges "" we had leakage issues with this device. Patients feel a lack of oxygen, or can suffer of a desaturation." No report of patient injury. No report of necessary medical intervention.